Event description:
It was reported that during a colon resection procedure, they put the anvil in the proximal portion of the resection. They went from below, but the anvil would not click in and connect into the trocar. They had to go back, undo the purse string, get a new anvil and redo. They tested the anastomosis and it was fine. The procedure was prolonged due to undoing the purse string to replace the anvil. There was no reported impact to the patient.

Manufacturer narrative:
Date sent: 09/15/2008. Information anticipated, but unavailable at this time.